Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem use guide: "the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin with the t:slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours."

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose level of 400-500 mg/dl and high ketone levels. The customer was treated with intravenous saline, insulin, and potassium. The customer was released from the ICU on (B)(6) 2022 with the reported issue resolved and no permanent damage. Tandem technical support (cts) performed a pump system check and determined the cartridge had been in use past labeling. Cts educated the customer on cartridge and insulin labeling.